Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, failure mode evaluation analysis (fmea), visual analysis, supplier evaluation and retains analysis. ¿ the batch history record could not be reviewed as the lot number was not available. ¿ complaint trending could not be performed as the lot number was not available. ¿ the fmea was reviewed for "color incorrect" and was within the acceptable limits. ¿ visual analysis was performed and the color of the solution was transparent and light blue. ¿ the supplier tested the returned sample and determined the ph meets specifications. ¿ retains testing was not performed as there was no issue found with the returned complaint sample. No problem could be found with the reported issue. Asp will continue to track and trend the issue.

Manufacturer narrative:
(B)(4). Load not recalled.

Event description:
A customer reported their disopa was discolored and green, and it is unknown if the load was reprocessed prior to being released for use on a patient(s). Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization or high level disinfection. As a matter of policy, asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.